Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer spoke to the isi clinical sales representative and confirmed that the system was fine, and it was due to the instrument. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Isi has not received the instrument involved with the alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that an instrument on universal surgical manipulator (usm) 1 moved non-intuitively. The customer could not provide further details of the motion of the instrument or usm. Before contacting the tse, the customer used another instrument to continue the procedure without further issue. The tse explained that the issue could be instrument-related. The customer stated that the surgeon often uses the da vinci system without this issue. The procedure was completing as planned with no reported injury.